Event description:
A discordant low (relative to prior results) creatinine result was obtained on a patient sample. The result was not reported to the physician. It was questioned within the lab. The sample was repeated and a higher result was obtained and reported. Patient treatment was not altered or prescribed as a result of the falsely depressed creatinine result. There was no report of adverse health consequences as a result of the falsely depressed creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.